Event description:
The external pulse generator was returned for test and calibration. It subsequently tested out of specification during manufacturer's analysis. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the encoder flex was out of mechanical specification. The upper/lower cases and ring cover were broken and the ring was bent.